Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to externalized conductors confirmed via fluoroscopy. The procedure was successful and the patient was stable.